Event description:
It was reported that during a laparoscopic nephrectomy procedure, a brand new device was opened. It found air leakage occurred when a 5mm instrument was inserted. Device was replaced with a same like device and the problem was fixed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.